Event description:
It was reported that during use, the device exhibited error 186. There was unknown patient harm.

Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed a record of error code 1836 during pump operation. Functional testing was able to replicate the reported issue. The root cause was determined to be a possible defective motor or rotation detection sensor. The device was returned unrepaired per customer request. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.